Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was in a hot tub and had the insulin pump in a plastic bag but the device got wet. The customer stated that after the moisture exposure, the display went blank and the insulin pump kept alarming. Blood glucose value was 160 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.